Event description:
During testing conducted at the user facility the tip of the device was found to be broken. No patient involvement or procedural delays were associated with the event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage.

Event description:
During testing conducted at the user facility the tip of the device was found to be broken. No patient involvement or procedural delays were associated with the event.